Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, an intact fenestrated bipolar forceps (fbf) was sent to the operating room, in the hands of the nurse. The fbf functioned normally and moved normally, without effort or collision. When opening and closing, the surgeon noticed that it was no longer closing, and then they noticed the broken cable. The procedure was completed with no reported injury.